Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. No cosmetic damage noted. (B)(6)

Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was 99 mg/dl. The customer reported exposing the insulin pump to a magnetic resonance imaging machine. The customer stated the drive support cap appeared to be normal. Customer also stated they were unable to complete the rewind sequence on the insulin pump due to a motor error alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.